Event description:
Chronic cough since; I began to notice I had a cough. I have asthma and have spent countless dollars and time at the allergist and at the pulmonologists office trying to figure out what is causing the cough. I just started a regimen of 40 mg a day of prednisone, decreasing slowly. If it is being caused by use of ozone cleaning products then I guess I should discontinue use and see if that makes a difference. FDA safety report ID# (B)(4).